Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿it was reported that patient was hooked to normal saline IV fluids via alaris pump infusion set reference (B)(4). Soon after, noticed that the IV was leaking on patient's bed linens. Upon closer assessment, the IV site with extension set was secure, and it was noticed that there was a crack in the tubing." An incomplete date of event of (B)(6) 2019 was provided. It was reported that the patient's bed linens were found to be wet during a normal saline infusion. Upon assessment, it was found that the tubing set cracked and leaked during the infusion. The customer further stated that there were no adverse effects caused to the adult patient from the event.